Manufacturer narrative:
(B) (4). In this case, there was no reported product deficiency. The reported pt effect of dissection is listed in the product instructions for use (IFU) as a known adverse event associated with coronary stenting procedures. Although hospitalization is not specifically addressed in the IFU, it is listed in the no-fault risk assessment in addition to dissection, as a potential post-procedure complication. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
Reporting status: serious injury -surgical intervention. Reporting rationale: dissection requiring surgical intervention. Device issue: no device malfunction has been reported. It was reported that the xience v stent was deployed at 11 atms and a dissection occurred. The pt was taken to surgery to repair the dissection; this was not CABG. Post surgery, the pt had to be taken back to surgery due to add'l bleeding. The pt was in grave condition; however, after the 2nd surgery, the treatment was successful. No add'l event or pt info is available.